Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link device would not flow. When the technician attempted to flush the line, blood could not be withdrawn. The technician took the tape off the patient to ensure that all the components were connected, and attempted to flush again. The technician could only flush when ¿extreme pressure was applied¿. The technician replaced the one-link. There was no patient injury or medical intervention associated with this event. No additional information is available.